Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation results.

Manufacturer narrative:
(B)(4).

Event description:
According to the reported, during a vats procedure, the surgeon passed the stapler through the pulmonary arteries. Bleeding from the staple line was noticed after firing. Titanium clips were deployed on the staple line to stop the bleeding. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) surgical video provided by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the video. Evaluation of the video noted four firings with tri-staple sulus and two bleeding staple lines. Clips were applied to bleeding staple lines. Functional evaluation could not be performed because the products were not returned. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality specifications at the time of manufacture. The root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.